Manufacturer narrative:
As of 02/19/2016 aso was not able to obtain consumer information to contact and request samples and product information. Aso was unable to perform testing. However, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. On 08/03/2016 aso lab tested retain samples for adhesion from the same lot number received (lot 39266) without any defects observed.

Event description:
Consumer reported that the adhesive on the product was too strong and ripped off the skin of his nose.

Manufacturer narrative:
As of 02/19/2016 aso was not able to obtain consumer information to contact and request samples and product information. Aso was unable to perform testing. However, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Consumer did not provide product info.

Event description:
Consumer reported that the adhesive on the product was too strong and ripped off the skin of his nose.